Event description:
The user facility's biomedical engineer reported that patient expired with two minutes of treatment remaining. The biomedical engineer also reported there was no issue with the device. They tried to resuscitate the patient. The patient was sick with pneumonia. The manufacturer's regional equipment specialist evaluated the device post event and the device passed all testing.

Manufacturer narrative:
Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the model or lot number of the naturalyte used in the reported event. A sales and shipment search was performed to determine which lots were sent to the user facility during three months prior through the date of the event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found five lot numbers shipped to the customer during that time period. The batch production records for each lot were reviewed as part of the investigation, all lots passed batch tank and finished product analysis. A retrospective record review did not identify any nonconformance reports and/or abnormalities during the production of the sap identified lots that could have caused or contributed to the reported event. The naturalyte dry concentrate product is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample. Per the documented product investigation, there is no indication that the fresenius naturalyte caused, contributed to or was a factor in the reported event. System level review of the 2008k machine's concomitant products find that the complaint is not confirmed as complaint samples are unavailable for investigation and the complaint lot numbers are unknown.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting additional relevant patient medical records and treatment data regarding the reported event and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported information and the plant's investigation.